Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party. It was reported that the graphic user interface (gui) was opened and the touchscreen printed circuit board was cleaned. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator generated a screen block message. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.